Event description:
It was reported that the health care professional (hcp) contacted boston scientific technical services (ts) because this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected. Ts requested boston scientific engineering to investigate. Engineering analysis results provided the battery had depleted prematurely and the root cause could be determined if the device is returned for analysis. Additional information indicates this icm device was explanted and replaced with a new icm due to the initially reported issue. No adverse patient effects were reported. The original icm has been returned.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. A review of device memory found low voltage measurements. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis found no indications of a latent current leakage path within the battery, the cause of the reported issue could not be determined.

Event description:
It was reported that the health care professional (hcp) contacted boston scientific technical services (ts) because this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected. Ts requested boston scientific engineering to investigate. Engineering analysis of icm device data indicates the battery had depleted prematurely and the root cause could be determined if the device is returned for analysis. Additional information indicates this icm device was explanted and replaced with a new icm due to the initially reported issue. No adverse patient effects were reported. The original icm has been returned, and analysis has been completed.